Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by cleaning the water bath, manually cleaning the cuvettes, replacing the cuvette wash pump bellows/poppets, and replacing the cuvette washer dry tip. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the bellows, bellows only (rohs), the pump poppet valve set, and the cuvette dry tip did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the bellows, bellows only (rohs), the pump poppet valve set, or the cuvette dry tip were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. The following data was provided (reference range is 1.6 to 2.6 mg/dl): sid (B)(6) initial result = 6.4 mg/dl, repeat = 2.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.